Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-31636. It was reported the patient was experiencing muscle stimulation in their torso, arms, and back after an MRI. It was noted the system was put into MRI mode. The muscle stimulation was more noticeable when the patient laid down. Programming changes were made and the issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.